Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, g3, g6, h2, h6 (device code, component code, type of investigation, investigation findings, investigation conclusions). H11: corrected data: h6 (device code). Per product evaluation summary, customer report of stenosis was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Leaflet 1 had a 12mm tear near commissure 1 and 6mm tear near commissure 2, leaflet 2 had a 5mm tear near commissure 2 and a 7mm non-transmural tear near commissure 3, leaflet 3 had a 4mm tear near commissure 1. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Wireform was exposed at all three commissures. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7 - 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and chemotherapy/radiotherapy. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product evaluation: heavy calcification with tears on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 9 months due to severe stenosis. The patient presented with shortness of breath. The explanted valve was replaced with a 27mm 11500a valve. The patient was take to ICU post procedure and discharged on pod #4. Per hospital pathology report: aortic prosthetic valve gross exam, valve leaflets are remarkable for firm gray-yellow tissue consistent with plaque.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.